Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Sic went up to 169 (within 169 days) along with non-sustained ventricular tachycardia and high rate non-sustained episodes and evidence of oversensing. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. The rv capture threshold was high in (B)(6) 2016. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range. The rv pacing lead impedance was 817 ohms on (B)(6) 2016 and rose from 532 ohms on (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent and unstable thresholds along with inconsistent noise. The rv lead was reprogrammed and an x-ray is planned to check the lead position. The rv lead remains in use. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presented to the hospital due to worsened shortness of breath, fatigue, orthopnea and reduced activity level. An increase in the right ventricular (rv) lead threshold was found. The device was reprogrammed with optimization and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.